Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio: >7.5, lab: 1.9; date: (B)(6) 2012, inratio: 3.1, lab: 1.9. Nurse tested pt on (B)(6) with inratio and received a >7.5. Lab draw was taken within an hour and result was 1.9. Another finger stick was taken later that day and the patient again received a >7.5. Today inratio = 3.1. Lab draw within an hour resulted in 1.9. Nurse states that she has not experienced unexpected results with other patients.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: >7.5, reference: 1.9; date: (B)(6) 2012, inratio: 3.1, reference: 1.9, mean: 2.5, confidence limits: 1.6 - 3.4, result: pass. Per complaint, customer produced greater than 7.5 inr. Inratio meter measures inr range from 0.7-7.5 inr. Unable to perform further analysis since inratio result could not be specified. Reported results from (B)(6) 2012 are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. Patient has liver disease. Per product insert, "liver disease, congestive heart failure, thyroid dysfunction and other diseases or conditions can affect the action of oral anticoagulants and the inr value." In-house therapeutic donor testing has been performed on reported lot 279429 on (B)(6) 2012. Results as follows: donor 1: inratio: 2.3, inratio: 2.2, inratio: 2.2, (B)(4), bias threshold: 1.09 - 3.09, %cv: 2.59; donor 2: inratio: 2.1, inratio: 2.2, inratio: 2.2, (B)(4), bias threshold: 1.46 - 2.46, %cv: 2.66. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is required. Conclusion: one out of total two of customer's test results did not meet accuracy criteria. Root cause could not be determined. Patient's condition cannot be ruled out as a cause for unexpected inr results. No product was expected to be returned; in-house therapeutic sample testing with retain strips met accuracy and precision criteria. (B)(4). Due to this low occurrence rate, below the action threshold monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.